Event description:
During a ventricular tachycardia ablation procedure, the ablation catheter was lodged inside the sheath and the patient was transferred to another hospital for removal of the device. When the ablation catheter was being withdrawn from the left ventricle via retrograde access, the catheter remained in a flexed position. In an attempt to straighten the catheter, it was pulled back in the sheath, but got lodged in the sheath. As the catheter and sheath were in the femoral vasculature and unable to be moved independently from one another, the patient was transferred to a vascular interventional unit at another hospital. A cut down procedure was performed to remove the devices from the original groin access site. The patient was then transferred back to the original hospital for observation overnight.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A non-abbott sheath was also returned. The catheter shaft was cut and detached 30.5¿ proximal to the distal tip. A bend was noted 0.8¿ proximal to the distal tip. No other visual anomalies were noted. The catheter shaft outer diameter met specifications; however, the catheter shaft was fractured and detached. Further functional testing was unable to be performed due to the damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device removal difficulty remains unknown.